Manufacturer narrative:
The system was examined. And the reported event was replicated. The company representative, resolved the issue by replacing the pneumatics module. The system was tested and found to meet specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming pneumatics module. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console did not cut and also did not accept cassettes. There was no report of any patient harm. Additional information has been requested. Additional information received confirmed that there was no harm to the patient.